Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the right ventricular lead was oversensing lead noise on two occasions. The noise was binned falsely as an episode of high ventricular rate. There were no patient consequences, and the patient would continue to be monitored.

Event description:
Additional information reported that there continued to be noise seen on the right ventricular lead, and the lead had signs of a conductor fracture as the noise was reproducible with isometrics in a bipolar sensing configuration. The lead was capped and replaced on (B)(6) 2021. There were no patient consequences.